Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 260 mg/dl after changing supplies, accompanied by feeling hot and sweaty, and no device alerts or alarms were reported; troubleshooting and education were completed. Symptoms included hyperglycemia with autonomic signs. Outcomes included no injury reported and no additional clinical intervention documented beyond troubleshooting and education. Investigation included user troubleshooting and education regarding device use and supplies. Investigation of this case revealed no device malfunction reported and no component-specific issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.